Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness lost due to a cut on the bending section rubber, bending tube dented, universal cord scratched, and low angulation. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during reprocessing of the bronchofiberscope, leaking at the scope bending section was noticed. Upon inspection and testing of the customer returned device, the scope forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the suggested event occurred because endo therapy accessories or metal part of cleaning brush interfered with biopsy port during insertion/withdrawal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.